Event description:
Implant fracture.

Manufacturer narrative:
Implants region 14,12 and 24 fractured. Construction was an implant retained prosthesis. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implants in all cases.

Event description:
Implant fracture.